Manufacturer narrative:
The investigation concluded that imprecise vitros ammonia (amon) results were obtained from a quality control (qc) fluid using vitros amon slide lot 1018-0249-0344 tested on a vitros 5600 integrated system. An instrument issue is the most likely assignable cause of the amon imprecision. Precision testing was not acceptable prior to service actions. After service actions were completed to replace the evaporation caps and clean the incubator, the post-service qc testing was acceptable indicating the actions have significantly improved the issue. Since the reagent lot was changed prior to the service actions due to lack of inventory, the reagent lot in use cannot be completely ruled out as a contributing factor.

Event description:
A customer obtained imprecise vitros ammonia (amon) results from a quality control (qc) fluid using vitros amon slide lot 1018-0249-0344 tested on a vitros 5600 integrated system. Vitros liquid performance (lot g6496) results of 138.6 umol/l and 247.3 umol/l compared to an expected result of 187 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The imprecise vitros amon results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).